Manufacturer narrative:
(B)(4).

Event description:
Information was received from patient via a manufacturer representative regarding that patient who was implanted with a neurostimulator for spinal pain. It was reported that an informational por was displayed on the patient programmer. The por was cleared successfully, and therapy was adequate. The cause of the por is unknown. There were no patient symptoms reported. Additional information has been requested regarding cause of the por, but it was not available at the time of this report. If additional information is received, the event will be updated.